Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having alarms when trying to switch from battery power to their mobile power unit (mpu), and that the mpu would shut off. While on the way to the clinic, the system was alarming while on batteries. When plugged into their power module (pm), the white power cable was showing damage at the bend relief, and the ventricular assist device (vad) coordinator had to stretch it straight for the alarm to go away. The vad coordinator expressed their concern for the patients driveline as it looked like they were having some speed drops based on the flow chart seen on the heartmate touch. Log file review was requested and captured low voltage hazard/no external power events while using the mpu on (B)(6) 2024 at 0523, (B)(6) 2024 at 1959, and (B)(6) 2024 at 0653. The backup battery was enabled in each event with no interruption to pump support. It was noted that voltages seemed fine while using battery power. It was also noted that there were no speeds below the low speed limit of 8600 rpm. The damaged system controller was replaced. Once the controller was changed out, the unit was placed on the mpu without the previous issues the patient had noted before. The low voltage/no external power alarms fully resolved post controller exchange, and there were no patient related issues following the exchange. There was no concern about the driveline at this time. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h6: medical device problem code has been corrected. Manufacturer's investigation conclusion: the reported event of low voltage/no external power alarms was confirmed via the provided log file; however, the reported event of the system controller¿s white power cable being damaged was not confirmed. The log file contained data spanning approximately 6 days (B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. Low voltage hazard/no external power alarms were observed on (B)(6) 2024. These alarms appeared to have been caused by the voltage within both cables dropping below the alarm threshold. The backup battery operated the system at these times, and the alarms resolved when power was restored to the system. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Provided information indicated that the damaged power cable had to be straightened to get alarms to temporarily stop; all issues and alarms resolved upon exchanging the controller. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the reported damage to the controller¿s power cable could have contributed to the observed alarms. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.